Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the display was discolored and the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored and the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6)2015.